Event description:
A 74 yr old in e.r. With chest pain. Initially given sl ntg with relief. Was being monitored on cardiac monitor. Pt went into v-fib and arrested. Cardiac monitor did not alarm but situation detected by staff immediately. The pt was successfully resuscitated/cardioverted. Diagnosed with an mi. Hospitalized for 7 days and discharged home. Bioengineering inspection of monitor determined volume of alarm on low setting and alarm in off position as a result of a power fluctuation.